Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 180 mg/dl.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.